Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and insulin delivery was resumed successfully.